Event description:
It was reported that the tps bi-directional footswitch was on the counter in the office at the user facility when it was observed that the insulation was exposing wires. There was no patient involvement, and there were no user injuries or adverse consequences.

Manufacturer narrative:
A follow up report will be filed when the quality investigation has been completed. Not received by manufacturer.

Manufacturer narrative:
The customer comment could not be confirmed as the cable was not returned for evaluation. Based on a review of previous investigations with reports of a cut in the footswitch cable, possible causes are due to flexing or wrapping of the cable during use. Not available for evaluation.

Event description:
It was reported that the tps bi-directional footswitch was on the counter in the office at the user facility when it was observed that the insulation was exposing wires. There was no patient involvement, and there were no user injuries or adverse consequences.